Event description:
During aaa repair in 2007, a leak was observed on the final run. The physician thought it could be a ruptured right iliac (refer to 1820334-2008-00025). When the physician put the coda balloon up the right side and left it inflated, there was a strong trickle of contrast coming from the left iliac graft. Thinking that it could be a type iii endoleak, the physician re-ballooned at the junction of the main body and iliac leg graft. The rupture on the right side was now sealed with the graft and still contrast was coming from the left iliac below the overlap on the contralateral side. At this point the physician decided there may be a tear in the graft so used another iliac leg graft to place inside the contralateral limb and ballooned it. During the final run the leak was resolved.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event may have been caused by inadequate product quality.